Manufacturer narrative:
B5: a replacement lens of longer length was implanted on (B)(6) 2024 and the problem resolved. H6: device evaluation: lens was returned in liquid, inside a micro-centrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -8.00 diopter was implanted into the patient's left eye (os) on (B)(6) 2024. Intraoperatively the lens was removed due to low vault and the problem resolved.

Manufacturer narrative:
A1: (B)(6). H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).